Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and cosmetic damage. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer reported pump alarmed compromised force sensor system while priming but also reported a crack in the upper right hand corner where the screen is but not actually on the screen itself. Customer reported that the insulin pump gets dropped frequently, it sits in her pocket but she doesn't know specifically what caused this crack. The customer stated the location of crack was right hand corner just outside the screen. Customer states the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.